Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally (B)(4) unused, sterile proglide devices with the same part number and the same lot number as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, the proglide plunger would not depress. The device was removed. A second proglide device was used and a cuff miss occurred. A third proglide device from a different lot number was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.